Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 28-aug-2025, it was reported that a beta bionics ilet user experienced a hyperglycemic episode with a peak blood glucose value of 369 mg/dl that did not resolve until supplies were changed. The nurse replaced the insulin cartridge and infusion supplies, after which the user¿s glucose levels returned to range. No outside medical intervention was required.